Event description:
It was reported that a cartridge change error occurred. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to inspect and clean the pump and assisted in filling and loading a new cartridge, which was successfully completed without further assistance.